Manufacturer narrative:
Other site telephone: (B)(6). Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient harm or injury reported.